Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
IV tubing broke at the top of the stretchy section that goes into the pump while the rn was priming saline. Patient impact: (staff and patient exposure to hd, make up dose of chemo needed, treatment delay).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of pump segment falling apart could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.